Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a wire was caught by the stent occurred. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the wire port was caught by the distal edge of a non-bsc stent and imaging could not be done. The physician retrieved the opticross¿ imaging catheter after cutting the shaft. The procedure was completed with a different device. No patient complications were reported.